Event description:
New information notes that the patient condition was stable.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing causing pacing inhibition on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was unknown.